Manufacturer narrative:
It was reported by the user facility that the unit would overheat. The component level failure could not be determined as the customer did not provide any further information and the unit was not sent back for evaluation.

Event description:
It was reported via repair work order that the unit was overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit was overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.